Manufacturer narrative:
H6. Health effect - clinical code: 4581 appropriate term / code not available for reported ileus. H6. Health effect - impact code: 4650 appropriate term / code not available for reported tamponade with ureteral stent placement. The device was not returned to the manufacturer for investigation. The specific lot number of the device used during this procedure is unknown; however, a lot history review (lhr) of all lots shipped to the account within two months of the procedure was conducted. The review confirmed that there were no nonconformances during the manufacturing process that could be related to the reported event. The review indicated that the devices in these lots met all design and manufacturing specifications when released for distribution. Bleeding complications, including hematoma, have been reported in approximately 0.6% to 1.5% of ureteroscopy procedures.

Event description:
On (B)(6) 2025, a female patient with a history of inflammatory bowel disease, anemia, total colectomy, nephrolithiasis, and nephrocalcinosis with calyceal diverticulum and embedded submucosal stones underwent steerable ureteroscopic renal evacuation (sure) with the cvac system for treatment of a multifocal stone burden of approximately <2 cm. Visualization remained clear during the case, and it was completed successfully. Within one week of the procedure, the patient was admitted to the hospital with a significant ileus. Hemoglobin levels began to drop, and computed tomography (CT) imaging revealed a subcapsular hematoma. Within 24 hours of admission, the patient received a blood transfusion, and tamponade with ureteral stent placement was performed. The stent was removed two weeks later, and the patient has since made a full recovery. The treating physician was uncertain whether the events were directly caused by use of the cvac system.